Manufacturer narrative:
Additional information and device return have been requested, but have not been received. Based on the available information, the cause of the clinical experience could not be determined. Should new information be available, a follow up report will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that an apollo catheter tip prematurely detached during an embolization procedure. It was reported the apollo catheter was prepared per instruction for use. The catheter was inserted into the patient via the right femoral artery. No patient injury reported.

Manufacturer narrative:
The apollo micro catheter was returned for analysis without the detachable tip; therefore, any contributing factors from the detachable tip could not be assessed. The distal floppy segment was measured to be approximately 22.9cm which is not within specification as the 3.0cm tip was found to be detached from the apollo micro catheter. The detached tip will not be returned as it remains within the patient. No other anomalies were observed. Based on the device analysis and reported information, the customer¿s report of ¿tip premature detachment¿ was confirmed; however, the root cause could not be determined. No defect was found with the returned apollo micro catheter that would have contributed to the event. The review of lot history records shows that the finished device has met all manufacturing requirements and specifications during final assembly and quality inspection. All products are 100% inspected for damages and irregularities during manufacture. Therefore, it is likely the patient¿s ¿severe¿ vessel tortuosity and the ¿minimal¿ vasospasms contributed to the friction and difficulty navigating to the target location subsequently causing the tip to become detached. As noted in the apollo IFU (instructions for use): ¿navigating or repositioning the catheter while it is in a wedged position or with vessels that are in vasospasm may cause premature tip detachment.¿ if information is provided in the future, a supplemental report will be issued.